Event description:
The customer reported that their device would not complete its boot up cycle and would automatically cycle power. The device would not have the ability to be used on a patient, if needed.there was no patient used associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the flex cable assembly which connects the user interface pcb to the pcb stack and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed flex cable assembly in the failure analysis center. It was observed that the removed cable was damaged at both ends, which contributed to the reported boot-up failure.